Event description:
Additional information received indicated that the battery voltage on (B)(6) 2012 was 2.735 volts with normal impedances measured (run at default settings) on the patient's electrodes. If additional information is received, a follow up report will be sent.

Event description:
It was reported that an elective replacement indicator (eri) message was see on the implantable neurostimulator (ins) which was considered premature battery depletion. In addition, low impedances (173 ohms) were measured on the active electrodes #10 and 11. Also, it was reported that the patient lost his balance and hit the crown of his head within the past week before a programming session. The ins remained in service and the neurologist referred the patient to a neurosurgeon for follow up. Additional information was requested, but was not available at the time of this report.

Event description:
It was reported that the patient had an exploration of the extension and ipg replacement on (B)(6) 2012. Impedances at that time were normal, but the surgeon visually confirmed a break in the housing of the lead just above the connector to the extension. Post-operative impedances read normal again. It was noted the device displayed an elective replacement indicator (eri) despite the battery voltage having been too high to trigger eri. The surgeon stated that he would discuss lead replacement with the patient. A programming appointment was set up for (B)(6) 2012.

Manufacturer narrative:
Extension model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na, extension model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na ,lead model 3389s-40, lot# v867003, implanted: 2012 (B)(6), explanted: na, lead model 3389s-40, lot# v867003, implanted: 2012 (B)(6), explanted: na. (B)(4).

Event description:
Additional information received from rep reported that the patient had low impedance issues. This was ongoing issue that was first reported in (B)(6) 2012. The implantable neurostimulator (ins) was depleting and health care provider would do explore surgery to determine where the short is. It was indicated this issue was noticed at first implant on (B)(6) 2012.

Manufacturer narrative:
(B)(4).